Event description:
It was stated that the device had failed preventative maintenance (pm) check. There was no patient involvement, and no patient harm/adverse event reported. Device analysis revealed that the device failed the downstream occlusion (dso) sensor test.

Manufacturer narrative:
Date unknown one device was received for evaluation. The device had not been in for repair for a related issue. A preventative maintenance check was performed, and the reported problem was confirmed as the device failed the downstream occlusion test. The downstream occlusion sensor will be replaced to solve the problem. After the downstream occlusion sensor was replaced, the pump passed functional and accuracy testing as per manufacturer specifications.